Manufacturer narrative:
These events were identified during review of scientific literature. The article contained only limited and non-specific device information. Follow up attempts have been made to obtain additional information, but have been unsuccessful. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot numbers were provided. All edms devices are 100% tested at the time of manufacture. Literature article: early aneurysmal subarachnoid hemorrhage: clinical observation and nursing on 78 lumbar drainage surgeries rufang, li. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: a total of 78 patients had the lumbar drainage system to treat subarachnoid hemorrhage. According to the article, after surgery, 3 patients developed an intracranial infection. The article stated that the device was removed from the patient's body. The article also stated that the infection was controlled after intrathecal injection of antibiotics by lumbar puncture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.